Event description:
It was reported that a user experienced recurrent low glucose events with a reported value of 49 mg/dl following a prior hyperglycemic excursion that peaked at 295 mg/dl while using the ilet and requested assistance, including discussion of a factory reset; the user described patterns of lows following highs and acknowledged treating lows with large carbohydrate amounts and sometimes re-treating within minutes, which could lead to oscillations in glucose. Symptoms included lethargy, malaise, and slight confusion during the hypoglycemic and hyperglycemic events. Outcomes included resolution of the low after ingestion of approximately 24 grams of carbohydrate, with no emergency care or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia treatment, guidance to treat when alerted, and escalation for additional training. Investigation of this case revealed user behavior consistent with potential overtreatment of hypoglycemia, which can contribute to alternating highs and lows; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user management factors, including overtreatment timing and quantity.

Manufacturer narrative:
Initial.